Manufacturer narrative:
Product analysis conclusion; the reported endoleak could not be assessed on the pre-implant films received. Complete pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Post-implant CT¿s were not provided and so the stent graft in-vivo configuration could not be evaluated. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is likely that the patient¿s noted short neck anatomy may have been a factor in the occurrence of the reported gutter endoleak. B:5 additional information received; an angiogram was performed about 6 weeks post the index procedure and it was determined the patient had a type 1b endoleak from the right limb etlw1620c146e (v30400180). The physician stated the reason for the leak was due to not having enough graft in the right iliac artery. Intervention was performed for the ib endoleak where another endurant limb etlw1620c156e was implanted down to the right hypogastric artery. This resolved the ib endoleak. As per the physician there appeared to be no gutter endoleak present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 83 mm abdominal aortic aneurysm. It was reported that during the index procedure, patient had a large aneurysm with minimal neck below renals artery. The physician then decided to perform bilateral chimneys for this procedure. Final angiogram was performed, where it was noted what appeared to be a gutter leak. As per the physician, the cause of the event was anatomy related due to a short aortic neck below the renals artery. No additional clinical sequalae were provided and the patient will be monitored.